Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 was failing. A field service engineer (fse) reviewed the service history after the customer reported frequent failures with full-height drawer 6, noting numerous prior calls. On-site hardware test application testing revealed a controller board error. The fse replaced the drawer controller board and the retractor band. The drawer had been failing for several months, and the customer had been rebooting the station as a temporary. After the replacements, the drawer was tested and confirmed to be operating correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.